Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 syringe of 1.0ml with 0.25ml of gel remaining received in an opened tray without cap, but with one needle which is still attached. A crack is observed t the 3mm luer lock level. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. 9. How supplied juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation).

Event description:
Healthcare professional reported "went to change out juvederm ultra xc needle to new other needle that is shipped with product in box and the hub completely cracked. Product was lost and was not useable with cracked hub." No incident occurred to patient as this happened before re-injecting patient, and there was no injury to staff or injector. The packaged needle was used.